Manufacturer narrative:
The product is not available for inspection. (B)(6). The 155 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) was delivered to the target lesion and ruptured. It was unknown how the procedure completed but the procedure finished successfully. There was no reported patient injury. The target lesion was unknown. The lesion was reported to be: a 100% stenosis, heavily calcified, and severely tortuous. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product removed was intact (in one piece) from the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17408146 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, severe tortuosity and a rate of stenosis of 100% may have contributed to the reported event. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported, the 155 cm. Saber 5 mm. X 4 cm. Balloon catheter (bc) was delivered to the target lesion and ruptured. It was unknown how the procedure completed but the procedure finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The target lesion was unknown. The lesion was reported to be: a 100% stenosis, heavily calcified, and severely tortuous. Additional information received indicated that there was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintained negative pressure). The product removed was intact (in one piece) from the patient. The following information was requested but was reported to be unknown or not applicable (n/a): what was the procedure being performed; is it possible to obtain the target lesion information; what contrast media are you using (brand and manufacturer); what was the contrast to saline ratio; at how many atmospheres did the balloon burst occur; what type and brand of inflation device was used (indeflator/syringe); was the same indeflator used successfully with other devices; was there any resistance/friction while inserting the balloon through the rotating hemostatic valve; was there any resistance/friction while inserting the balloon through the guide catheter; was there difficulty advancing the balloon catheter through the vessel; was there difficulty crossing the lesion; was the catheter ever in an acute bend; did the balloon deflate normally; how long did it take to deflate the balloon; did not deflate at all; how was the balloon eventually deflated; did the balloon re-wrap properly; if the balloon did not deflate or re-wrap properly, how was the balloon catheter removed; did the balloon catheter kink while being used; was the balloon catheter removed easily from the patient, vessel, etc.; if the balloon catheter did not remove easily, how was it removed. No additional information is available.